Event description:
Customer reports that during field service engineer (fse) upgrade of the j-bow suspension system, he could not separate the j-bow from the spring arm, so he decided that the entire suspension system would need to be replaced. At about one week later, fse returned with the suspension arm and j-bow replacement. When he removed the ceiling tiles, he found that the vertical post had slid down and was hanging by the safety chain. The fse tried to replace the vertical post but the long replacement post he had was too short to replace the old style long post. Customer was told that the injector was unsafe to use until the vertical post was replaced.

Manufacturer narrative:
Mfg investigation pending. When investigation is completed, a supplemental medwatch 3500a report will be sent.